Event description:
A review of the manufacturer's device database indicated the patient received a new ipg on (B)(6) 2018.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the ipg was explanted. A replacement procedure is planned at a later date.

Event description:
Follow-up identified the new ipg was placed in the original location as the previous ipg. The patient no longer experiences discomfort post-procedure.